Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the unit. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 96 hours of extended tests at the customer¿s settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions.

Event description:
It was reported to carefusion that the patient was found disconnected from the ventilator and it was alarming. The patient expired during this event and the customer wanted to make sure the unit alarmed and functioned as it should, so they are requesting an evaluation. There were two ventilators and it is unknown which ventilator the patient was on at the time of the event.